Manufacturer narrative:
Although encouraged by manufacturer, the used product or unused samples were not returned for investigation. Without the benefit of examination and testing, wellspect healthcare is precluded from commeting on the condition of the device or the cause of occurrence. Should the device or additional information be received, a follow up report will be filed. No previous complaints or deviations reported for the lot. No sample recieved by manufacturer.

Event description:
According to the reporter, the user experienced episodes of discomfort and bleeding (small blood clots, one occasion of dark reddish urine) when doing self-catheterization. The urine cleared, no medical intervention or visits to a doctor was required. User recovered without sequelae.